Event description:
It was reported that a lead fracture was suspected. There was a lead warning with a patient alert was triggered. There were also unsuccessful paces with high impedance. Lead replacement is scheduled for an unknown date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information was received indicating the implant date of the 4965 and also review of historical data of the pacemaker memory suggested oversensing which may be an indication of a lead fracture. The lead was discarded by the hospital, therefore, further root cause analysis was unable to be performed.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Additional information was received indicating the lead has been replaced.